Manufacturer narrative:
The UDI# is unknown because the part and lot numbers were not provided. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had a starclose se clip implanted four years ago (specific date unknown). During a catheterization procedure on (B)(6) 2021, a micro puncture needle was inserted into the right common femoral artery and then a 4f micro puncture sheath (cook) was inserted. The micropuncture sheath shirred off and part of it remained in the anatomy. A vascular surgeon was called in. An 8f sheath was inserted, and the vascular surgeon determined that the stick with the micropuncture needle/sheath had gone directly through the center of the previously implanted starclose se clip. The patient was taken to surgery. An endarterectomy was performed and the starclose se clip and the separated micro puncture sheath were surgically removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.